Manufacturer narrative:
Additional information: the blade is the rotary cutting blade. When it was removed from the body as a whole, the blade broke and fell off outside the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a turbohawk atk atherectomy device for patient treatment in the mid superficial femoral artery with plaque, calcification and 70% stenosis. No abnormalities reported in relation to anatomy. A non-medtronic sheath was used. IFU was followed. Vessel was predilated it is reported that the blade of the device could not rotate during the operation, and after being removed outside the body, the blade broke and could not be used. The device was replaced with a new turbohawk device, and the operation was completed. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned without a cutter driver a visual inspection found that there was a hole on the proximal end of the housing and that the blade was intact, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.